Event description:
It was reported that patient faced an infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high at the time of event and the patient also reported ketoacidosis.

Manufacturer narrative:
Initial 2 of 4. E1:name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.